Event description:
Customer reported a malfunction alarm with the code malf 0. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, which provided instructions to reset the pump. After the reset, the malfunction did not recur, allowing the customer to continue using the pump. Technical support advised the customer to call back if the issue reappears, and the customer acknowledged this guidance.